Manufacturer narrative:
Per the tandem user guide: "the dexcom g6 sensor is a disposable device that is inserted under the skin to continuously monitor glucose levels for up to 10 days." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 42mg/dl, and the meter bg reading was 114mg/dl. Reportedly, the sensor was in use for more than 10 days. The customer was instructed to insert a new sensor.